Manufacturer narrative:
The evaluation of the submitted system controller log file confirmed the reported pump stoppage events. The log file recorded three isolated pump stoppage events, which each lasted approximately 3 seconds and appeared to occur while the patient was operating on the power module. These events could potentially be the result of a percutaneous lead wire compromise or a high current event; however, a root cause for these pump stoppage events could not be conclusively determined. A distal end percutaneous lead (lead) replacement was completed on (B)(6) 2016 and approximately 24 inches of the external portion of the lead was returned for evaluation. Continuity testing found all wires to be electrically intact. Visual examination and high potential testing of the underlying wires found no area of compromised wire insulation. No issues were found with the replaced portion of the lead. X-ray images of the internal and external portions of the lead examinated and appeared unremarkable. The patient remains ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 3 years, 3 months. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was experiencing pump stops. A log file was submitted to the technical service representative for review and 3 pump stops were confirmed on (B)(6) 2016. Submitted x-rays did not show any area of concern. A driveline repair was performed on (B)(6) 2016.